Event description:
Pt reported, the infusion device display was "darker than normal" and there appeared to be some pixels missing. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. A preliminary evaluation was completed, and the display problem reported by the pt could not be reproduced. However, it was found the vibra does not function as it slipped out of the holder and touched the force sensor (holder wall). An external mechanical influence caused the damage. Additional information will be submitted when the evaluation is complete. Infusion device was thoroughly checked. The vibra does not function. The vibra slipped out of his holder and touched the force sensor (holder wall). Due to this problem the vibra get blocked and did not function as intended. An external mechanical influence (hard impact / drop) caused the damage.